Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the shaft was broken at the middle segment. The broken device was simply pulled out and the procedure was completed with a non-boston scientific device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. The device was returned with the balloon protector and shipping mandrel in their respective places on the device of which were removed without issue or irregularity. There was a separation of the hypotube 20.8cm from the strain relief. There were numerous kinks and bends to both the hypotube and shaft of the device. There was contrast in the inflation lumen and the balloon. The balloon was loosely folded.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.00mm x 9mm maverick balloon catheter was advanced for dilatation. However, during the procedure, the shaft was broken at the middle segment. The broken device was simply pulled out and the procedure was completed with a non-boston scientific device. There were no patient complications reported.